Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex femoral component. It is reported by the patient's counsel that the patient received the femoral component as well as the tm monoblock tibial component and the tm primarypatella on (B)(6) 2007 and was revised on (B)(6) 2015 due to due to loosening/radiolucency. Note that the nexgen lps-flex is of zimmer biomet (B)(4) design control and the tm monoblock tibia and tm primary patella is of zimmer biomet tmt design control.